Manufacturer narrative:
Insulin pump alarmed compromised force sensor during the prime test at 2.5 lbs due to faulty force sensor. It was unable to perform the occlusion test and excessive no delivery test due to the error alarm. Insulin pump passed the unexpected restart error alarm test, rewind test and basic occlusion test. Device received with normal operating currents. Device had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was returned. Nothing further reported.